Event description:
Additional information has been requested and received stating the reported event was that the lens was stuck in the wound during surgery and therefore damaged. The lens was exchanged and the procedure was completed. There was no patient impact.

Manufacturer narrative:
Additional information provided in a.1., a.3., b.3., b.5., h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was wrongly implanted. Additional information has been requested.